Manufacturer narrative:
The customer reports that the display on the cns (central nurses station) went black while in patient use. Customer replaced the monitor to resolve the issue. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. Device not returned.

Event description:
The customer reports that the display on the cns (central nurses station) went black while in patient use.